Event description:
Additional information reported an x-ray of the abdomen was within normal limits. The event was considered resolved without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# va00sw8, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a bladder infection. It was noted that the outcome was ongoing. It was noted that the patient went to the ER and received cipro 500 mg. It was noted that the patient also received percocet. It was noted that the etiology was new illness, injury. It was noted that symptoms included weakness, fatigue, pain back and abdomen, and urinary frequency.